Manufacturer narrative:
On 12/23/25 one used primary plum set was received for inspection. As received, no damage or anomalies noted. Two photos were also received. The set was leak tested and no leakage was observed. The reported complaint of leakage cannot be replicated or confirmed. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a primary plum set stated that during the use of the device when infusing the solution, the medication started to leak externally. There was patient involvement and no reported patient harm / injury.